Event description:
After doctor drilled the hole the implant split in half, retrieved and removed pieces. Back-up devices used to complete repair. Additional information confirmed it is a young patient and has good bone quality. A 2.3 spade tip drill bits used to prep site. Additional anchors were placed in the same drilled sites. The anchor barely touched the drill hole and easily broke.

Manufacturer narrative:
The returned device was visually evaluated and it was confirmed that the anchor is broken at about one third from the proximal end. The complaint stated that the bone quality was good and a 2.3 spade tip drill was used as indicated in the product IFU. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot and part number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).